Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4) pertain to product ID: 3531, serial# unknown, product type: electrical external stimulator. (B)(4) pertain to product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial for fecal incontinence and urgency frequency. It was reported that the patient was in a great deal of pain, mostly in the left side near the incision site. Additional information was received on (B)(6) 2017. It was reported that the left side where the incision was still hurt quite a bit and they had spoken to a manufacturer representative and their physician about the pain. Additional information was received two days later. It was reported that on (B)(6) 2017, the patient¿s belt got caught on their underwear and they thought they dislodged something, perhaps the lead or the external neurostimulator (ens), and when this happened, their symptoms started to return. The patient had informed their doctor about this. No interventions/actions or troubleshooting were performed at the time of the report. No further complications were reported/anticipated.